Manufacturer narrative:
The review of the device history records of the driver used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for released product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 tx6 driver. The end of the screwdriver broke off in the head of a 2.5mm x 18mm headless screw, during insertion. It was said that the surgeon used the correct countersink.